Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted. Post-procedure, while in the intensive care unit (ICU), the patient developed complete heart block; the temporary pacemaker was mis-firing and a new temporary pacemaker was implanted. However, several hours later, a permanent pacemaker was implanted. On (B)(6) 2022, the patient became dyspneic and was put on CPAP. Pulmonology was consulted and the patient was diagnosed with acute on chronic hypoxemic respiratory failure. Chest x-ray showed bilateral pleural effusion and pulmonary edema. Limited echo was done to rule out pericardial effusion. The patient was reported to be recovering.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor valve was implanted. The implant depth was 4mm and there was no calcification extending beneath aortic annular plane. Post-procedure, while in the intensive care unit (ICU), the patient developed complete heart block; the temporary pacemaker was not working as intended and a new temporary pacemaker was implanted. However, several hours later, a permanent pacemaker was implanted. On (B)(6) 2022, the patient became dyspneic and was put on continuous positive airway pressure (CPAP) therapy. Pulmonology was consulted and the patient was diagnosed with acute on chronic hypoxemic respiratory failure. Chest x-ray showed bilateral pleural effusion and pulmonary edema. Limited echo was done to rule out pericardial effusion. The patient was reported to be recovering. No additional information was provided.

Manufacturer narrative:
An event of heart block, dyspnea, fluid volume overload and respiratory failure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.